Manufacturer narrative:
(B)(4). Result - stent deformation and failure to deliver device. Result and conclusion: pt lesion morphology; tight and diffuse lesion with severe calcification. Eval summary: the eleventh and twelfth proximal stent segments were raised and deformed. Multiple stent struts were slightly raised. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Event description:
The physician was attempting to deploy a 2.75 mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the rca. It was reported that the lesion was tight and diffuse with severe calcification. It was reported that the physician was unable to cross the lesion. The device was returned to the mfg facility and the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.